Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a sinus infection, cough, and sore chest while using the device. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The manufacturer could not confirm the customer's complaints. No parts were replaced as the device was scrapped by the manufacturer.